Event description:
During an in-clinic follow-up, far-field r-wave oversensing (ffrwos) episodes resulting in inappropriate automatic mode switch (ams) were observed on the device. No intervention has been performed. The patient is stable.